Manufacturer narrative:
(B)(4). Evaluation: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-02315. Analysis results have been included in follow-up reports for each. Unopened samples of product were received for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and the suture was used. During surgery, the suture snapped from swage intra-op while surgeon was suturing. The suture snapped off from the swage while passing through the tissue. The surgeon was grasping the needle with the needle holder and was passing it through the tissue then it snapped. There were no adverse reaction towards patient as the surgery was continued with a new piece of suture.